Event description:
Additional information that there were no adverse events to the patient.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the right ventricular lead helix would not fully extend and kept dislodging. The lead was explanted and replaced.